Manufacturer narrative:
(B)(6) (sn: (B)(6)) investigation results: the devices were not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on all available information, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that upon device interrogation the patients left spinal cord stimulation (scs) lead had fractured following a non-device related incident. A loss of therapy in the left side of her back and left leg was also noted. Additional information was received that the patient underwent a lead replacement procedure. The patient was doing well postoperatively. Additional information was received that the explanted leads were not returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2408560. Model: sc-2317-70. Serial: (B)(6). Batch: 7081157. UDI: (B)(4).

Event description:
It was reported that the upon device interrogation the patients left spinal cord stimulation (scs) lead had fractured following a non-device related incident. A loss of therapy in the left side of her back and left leg was also noted.

Event description:
It was reported that upon device interrogation the patients left spinal cord stimulation (scs) lead had fractured following a non-device related incident. A loss of therapy in the left side of her back and left leg was also noted. Additional information was received that the patient underwent a lead replacement procedure. The patient was doing well postoperatively. Additional information was received that the explanted leads were not returned.

Event description:
It was reported that upon device interrogation the patients left spinal cord stimulation (scs) lead had fractured following a non-device related incident. A loss of therapy in the left side of her back and left leg was also noted. Additional information was received that the patient underwent a lead replacement procedure. The patient was doing well postoperatively.